Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name and date? Event date? A manufacturing record evaluation was performed for the finished device (B)(4), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/06/2020. Additional information was requested and the following was obtained: 1. Procedure name and date? C section. Event date? (B)(6) 2020. 2. The product will be returned for investigation.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/14/2020. Additional information: additional h3 investigation summary: it was reported breakage suture. One empty open foil, one empty labeled winding former, a detached needle and a dispensed suture of product code vcp346, lot lj2323 were received for analysis. During visual inspection of detached needle, the swage and attachemnt area were noted to be as expected; the barrel hole was examined under 20x magnification and no suture remnant was noted. The suture was examined along of the strand, no breakage suture was noted and the insertion end could be observed.the force used to detach needle from the suture could not be determined.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.